Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had an error occur. There were no reports of patient harm. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: there was a foreign object in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: there was a foreign object in the nozzle. Other issues found were: there were scope error markings found. The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation. Additionally, there was no delay in the start of pre-cleaning, the nozzle was flushed with water and air, there were no abnormalities reported in the accessories used for reprocessing the device, and the customer wiped/brushed the air/water nozzle with lint free cloths, brushes, or sponges. The customer also flushed the air/water nozzle with detergent solution. There were no other concerns regarding the reprocessing of the device. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: d5, h8. Based on the results of the investigation, the ¿foreign material clogged in the nozzle¿ was confirmed. The main component of the foreign material was found to be silicic acid, but the origin could not be identified. It was confirmed that reprocessing was conducted properly. However, based on the condition of adhesion of the foreign substance, it was likely that insufficient cleaning was performed, and the residue of tap water and chemicals dried and adhered to the nozzle. It was confirmed that there was no deformation at the air/water nozzle. There was no report that the device was used for procedure while the event occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): the inspection method for the event is described as follows in the operation manual "chapter 3, preparation and inspection, 3.3 inspection of the endoscope, and 3.8 inspection of the endoscopic system¿ ¿ inspection of the endoscope ¿ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. ¿ inspection of the objective lens cleaning function ¿ inspection of the water feeding function 1. Cover the spray valve hole with your finger. 2. Depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. ¿ inspection of the spray function 1. Cover the spray valve hole with your finger. 2. Depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image. Olympus will continue to monitor field performance for this device.